Event description:
It was reported the patient had fluid collection around the implantable neurostimulator (ins) and the system was explanted. It was noted it was unknown when the fluid was found around the ins. It was further noted the patient¿s healthcare professional aspirated the fluid and sent the fluid for culture. It was reported that the system explant was due to infection.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported the infection was near the anchor site. It was noted the explant was not device related. It was reported the patient will have a device re-implanted once the infection is cleared up. It was noted the patient was doing well.